Event description:
Provider alleges consumer alleges his scooter was on his car carrier to go to his clinic. Once there, the scooter allegedly rolled off the carrier and allegedly ran over his toe. Consumer turned allegedly trying to catch his scooter and allegedly injured his hip.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer alleges his scooter was on his car carrier to go to his clinic. Once there, the scooter allegedly rolled off the carrier and allegedly ran over his toe. Consumer turned allegedly trying to catch his scooter and allegedly injured his hip.

Manufacturer narrative:
The unit freewheeled while in drive upon return. This was due to the brake handle being severely bent to the point it's throw was impeded by the rear motor cover.(customer misuse) when the cover was removed, the handle was able to reach the full engaged position and the unit functioned as designed. The unit's regenerative braking system functioned as design